Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level was 240 mg/dl. Reportedly, the pump was worn against the skin. Tandem technical support advised the customer to avoid abrupt temperature changes with the pump. The customer declined further troubleshooting.